Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle after an interventional atherectomy procedure using an 8f sheath. Reportedly, after deploying the device, resistance was felt removing the device requiring additional force. The access site was widened slightly. The feet were noticed to not be closed. Hemostasis was not achieved with the suture. Another prostyle device was used and again the feet did not completely close. The suture of the second device achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open of close was not confirmed. The difficult to remove, and patient device interaction problem could not be confirmed because they could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaint records. Reportedly, after deploying the device, resistance was felt removing the device requiring additional force. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: do not advance or withdraw the perclose prostyle smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the eifu violation contributed to the reported patient device interaction, difficult to remove, and difficult to open or close, however, it likely contributed to the use of unexpected medical intervention. The reported difficulties and subsequent treatment appear to be the circumstances of the procedure. In this case, it is likely related to an interaction with patient anatomy/plaque with the foot preventing the foot from fully closing, inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.